Manufacturer narrative:
Concomitant medications included lipitor, lisinopril, omeprazole, plavix and vitamin c. The report received from the medical affairs indicated that on (B)(6) 2007 the patient had 3 cypher stents implanted in an unspecified artery after experiencing a "mild heart attack". The patient¿s medical history is significant for nkda, cad, narrow femoral artery, high blood pressure, severe vascular disease, reflux, and alcohol, drug and smoking history was not obtained. On (B)(6) 2013, the patient experienced severe chest pain and was taken to the emergency room, and an unspecified test was performed which diagnosed one "collapsed stent¿, heart attack and heart damage. As treatment an unspecified coronary stent by boston scientific was implanted in the unspecified artery. In addition, clopidodogrel and carvedilol was prescribed. No additional information is available. There is no sterile lot number information available and thus no DHR could be performed. Myocardial infarction is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00100, 3003742446-2013-00101 and 3003742446-2013-00102.

Event description:
The report received from the medical affairs indicated that on (b)96) 2007 the patient had 3 cypher stents implanted in an unspecified artery after experiencing a "mild heart attack". On (B)(6) 2013, the patient experienced severe chest pain and was taken to the emergency room, and an unspecified test was performed which diagnosed one "collapsed stent¿, heart attack and heart damage. As treatment an unspecified coronary stent by boston scientific was implanted in the unspecified artery. In addition, clopidodogrel and carvedilol was prescribed. No additional information is available.